Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test and sensor passed per specifications. Found cannula bent unable to confirm customer received sensor in said condition due to customer return sensor opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose were 158 mg/dl, 80 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The customer stated that the pump was suspended. The sensor glucose value that triggered the suspend event was 50 mg/dl, 56 mg/dl, 55 mg/dl, and 49 mg/dl and suspend on low limit in sensor settings was 60 mg/dl. The customer advised to replace the two sensors.